Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 6 had broken rail. A field service engineer (fse) replaced entire drawer with new full height (fh) drawer to resolve the issue. Also found that pyxibus cable connected to tower sparked when pushed against and the fse replaced the pyxibus for safety purposes. The fse also added that there was black burn on the tip of the cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and could not be recovered. There were no adverse events or injuries reported based on this event.